Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No investigation or root cause analysis could be conducted given that no complaint sample was returned, or lot number provided.

Event description:
Information was received indicating that a smiths medical administration set was leaking. There were no reported adverse events.